Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor failure patient removed sensor and the sensor wire was detached from the sensor pod while in the patient's hand. Nothing was protruding from patient's skin and the patient had no discomfort. Dexcom has issued an rga for patient to return device to be investigated.